Event description:
Clinical trial. It was reported that post index procedure, the pt had a target vessel revascularization (tvr). The index procedure treated a de novo lesion in the proximal left anterior descending (lad) artery. The lesion was 3 mm wide, 26 mm long and 95% stenosed. The physician predilated the lesion prior to placing a 3.0 x 32 mm taxus express2 stent. Post dilatation stenosis was 0%. The pt received aspirin and plavix pre procedure, the pt received heparin, bivalirudin during and post procedure. The pt was discharged 6 days later on aspirin, plavix, amaryl, fluvastatin, and an ace inhibitor. On day 398, the pt returned for a 13 month study driven angiogram. The 3.0 x 32 mm taxus stent had 90% in-stent restenosis. The pt had no symptoms. Another manufacturers 3.0 x 13 mm drug eluting stent was placed, and the pt had no further events. The pt was discharged the next day. In the opinion of the physician, there was a possible relationship between the tvr and the taxus stent.

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. A review of the manufacturing records for this particular batch namely top assembly batch # 7744696 found that the device met its material, assembly and product specifications, at the time of release to distribution. The cause of the difficulties stated in the complaint could not be determined.